Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken and the device cracked top case (both front lower corners), battery door and right plunger case (on the side), the device history log showed a system failure: "primary audible alarm bgnd test" , "acu watchdog failure" and "pump motor drive phase b post" the device was tested using the power up process, infusion and occlusion tests. The customer's reported problem was not duplicated. No errors was detected after the power up process, infusion and occlusion tests. It was found unable to determine. System failure "pump motor drive phase b post" message can occur if the pump is operating on battery power, and the battery is nearly depleted. No issue was found with the battery. No damage or contamination was found on the battery, main board, interconnect board and speaker. Main speaker wire was connected to the interconnect board. The interconnect flex cable was connected to the main board and glue on j9 connector was intact. The root cause unable to determine. No damage or contamination to the battery, interconnect board and main speaker. Main speaker wire was connected to the interconnect board. Interconnect flex cable connector j9 was glued the tech replaced battery and main speaker as a preventive measure. Power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the drive phase b post/acu watchdog error/primary audible alarm background test. No patient injury reported.